Event description:
It was reported that a device had a keypad malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found the following keys were inoperable: #6, #7, #8, and #9 keys. When attempting to navigate through care area/drug selection, and attempting to input desired parameters to following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching opportunities). The failed keypad has been replaced. Baxter has initiated a CAPA to further investigate the reported issue.